Event description:
A report was received that a patient had a pocket revision due to discomfort. The patient's pocket was too superficial and the physician moved the pocket deeper. The patient is reportedly doing well.